Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Investigation ¿ evaluation. A visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. One device was returned for investigation. Inspection of the returned device noted the device was returned with the handle in the open position and the basket formation in the closed position. The mlla (male luer lock adapter) was loose, and the collet knob was tight. The polyethylene terephthalate tubing [pett] measured 2.5cm in length. The basket sheath was severed 23.5cm from the distal end of the support sheath. When the handle is in the open position, the coil protruded in a circular motion. Functional testing noted the handle does not actuate the basket formation. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The returned device was found to have a basket that was closed and could not be opened due to sheath damage. The sheath was severed approximately 20 cm from the handle. The information supplied from the user indicated the sheath damage was attributed to procedural issues: interaction with the scope used in the procedure and/or the sheath being inadvertently damaged by the user. The most likely cause is related to unintended use error. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information has been provided since the last report was sent on (B)(6) 2019.

Manufacturer narrative:
PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during a ureteroscopy with laser lithotripsy using a ncompass nitinol tipless stone extractor, a wire on the device was broken. Another basket was used to complete the procedure. No unintended section of the device remained inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. No adverse events have been reported as a result of the alleged malfunction.